Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spike of a clearlink system non-dehp secondary medication set with duo-vent spike would not adequately puncture the medication bottles of integrillin intended to run as a secondary. The spike instead pushed the plunger into the bottle, rendering it unusable. It was not specified as to when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.